Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. The device was received, and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, "one (1) or two (2)" home choice cassettes leaked; further described as ¿leak from the top corner." This was identified after peritoneal dialysis therapy. There was no patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6. H10: twenty (20) actual samples were received for evaluation. A visual inspection performed with the naked eye noted a cassette sheeting lifted (incomplete weld) at the corner of the cassettes. Leak testing was not performed but the damage (incomplete weld) would cause the cassettes to leak. The reported condition was verified. The cause of the condition was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.